Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The patient was admitted to the ICU and given medications. A second and third sampling gave negative results. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
The source lamp was weak and was replaced. However, the probable cause for the falsely elevated troponin I result was contamination from the sample probe or drain. A siemens healthcare diagnostics field service representative has been sent to the account to correct the problem. No further evaluation of the device is required.